Event description:
It was reported that patient had left hip revision due to instability. Doctor removed cup, liner, and ball and replaced with new cup, liner, and ball.

Manufacturer narrative:
An event regarding instability involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned, they were retained by the hospital. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant could not confirm the reported instability nor determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, further x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had left hip revision due to instability. Doctor removed cup, liner, and ball and replaced with new cup, liner, and ball.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained.